Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary. At this time, the device has not been returned. If additional information should become available to our company, this event would be updated as necessary.

Event description:
Boston scientific (bsc) crm received information that while the patient performed isometrics, the electrogram showed large amounts of myopotential oversensing on the ventricular channel. It was noted that the right ventricular (rv) lead threshold measurements have increased dramatically and there has been no change to the impedance measurements. Bsc technical services suggested that the output remain at an increased measurement and to consider the explant of the device and rv lead. The device and lead currently remain in service. No adverse patient effects were reported. The device was explanted for normal battery depletion and the rv lead was surgically abandoned. A new device and lead were successfully implanted in the patient. No adverse patient effects were reported

Event description:
--

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Laboratory testing has shown that the auto lead detect feature can cause a rate fault reset to occur, due to the max tracking rate protection not being initialized. This type of reset occurs prior to lead attachment. Once a lead is detected, the auto lead detect feature will be disabled, allowing the max tracking rate protection to be initialized, preventing the rate fault resets from occurring. This reset is normal diagnostic behavior and does not have any impact on the therapy provided to the patient. The device performed normally throughout analysis and was found to be functioning as designed. Device operation was not an issue with the oversensing observed in the field.